Event description:
The customer reported that their mx40 device no longer had working audio. The device was not in clinical use when the issue was discovered.

Manufacturer narrative:
A follow-up report will be submitted when additional information is received or upon completion of the investigation.

Event description:
Problem statement. The customer reported that the mx40 device displayed an error indicating that the speaker malfunctioned. The customer stated that sound was not heard emanating from the device. Complaint evaluation. A philips response service engineer (rse) spoke to the customer. The customer states that the issue was observed prior to placing the device in use with a patient. The device was handed over to the facilities biomed team. The rse reviewed the issue with the customer and determined that the mx40 required replacement. Customer resolution and conclusion. The rse provided the customer with the replacement part information: 453564615311 tele pwm,802.11a/b/g,ECG only,ex,us. The customer is taking responsibility to perform the device replacement. No further investigation or action is warranted at this time. Patient/user involvement. Was the device being used on a patient at the time of the event, including for the purposes of diagnosis? No. Was there any adverse event to the patient or user? If yes, describe? No adverse event involving a patient or user was reported by the customer. If there was an adverse event, did the device cause or contribute to the adverse event, and how? No adverse event involving a patient or user was reported by the customer.